Event description:
The customer reports the following falsely elevated architect ipth assay results generated from multiple samples from the same surgery patient (removal of parathyroid gland due to hyperparathyroidism) that were tested on an architect i2000sr analyzer. The architect results are compared to the immulite pth assay: sample #1: architect = 52.7, immulite = 21.9 pg/ml; sample #2: archtiect = 109.0, immulite = 60.3 pg/ml; sample #3: architect = 62.7, immulite = 29.1 pg/ml; sample #4: architect = 32.0 pg/ml, immulite = not tested ; and, sample #5: architect = 52.0 pg/ml, immulite = not tested. There is no impact to patient management reported.

Manufacturer narrative:
No returns were made available from the customer site for this investigation. The investigation of the customer issue included a review of complaint text, a search for similar complaints, accuracy testing, a literature review, and a review of labeling. The lot search for reagent lot 01913i000 and trend review did identify atypical complaint activity. Accuracy testing was completed to evaluate the assay performance using a file kit of reagent lot 01913i000. The testing passed. A study was reviewed "performance characteristics of six intact parathyroid hormone assays "; sonia l. La'ulu, and william l. Roberts, md, phd. Am j clin pathol 2010;134:930-938, 2010. This study looked at the performance characteristics of six different intact parathyroid hormone assays, including the architect ipth assay, which was the comparison method. Overall, the study found good correlation for all methods, but did indicate there was significant bias between methods. The study concluded that there are many factors that potentially influence variability for pth measurements and that standardization efforts are warranted and assay-specific decision limits are required. The architect intact pth assay package insert contains information to address the current customer issue. Abbott has identified that a major contributor to the observed increase in patient sample values has been the instability of the architect intact pth calibrators. Therefore, architect intact pth calibrators and controls will have a reduced expiration date (shelf life) to address the calibrator instability. Based on the results of this investigation and the information from the customer site, it was determined that the architect ipth assay is performing as intended and no product malfunction was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 08k25-25 that has a similar product distributed in the us, list number 08k25-27. No consequences or impact to patient. High test results. (B)(6).